Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor), shocking lead impedance measurement of more than 125 ohms. Additional information was received indicating that the clinic will be monitoring changes in impedance. No intervention was performed at this time. No adverse patient effects were reported. The system remains in service.